Event description:
Instead of popping down on balloon, the catheter was 2cm up from balloon, balloon broke, not holding pressure, physician threw it out.

Manufacturer narrative:
Conclusion: the complaint investigation in inconclusive. The complaint sample is not available for eval. Without the actual complaint sample angiodynamics is unable to conduct a thorough investigation. The exact cause of the complaint is unk. A review of the mfg records for the reported lot indicated that all the device specification and quality requirements were satisfied. The instructions for use states the following to help prevent this type of complaint: "proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter." "If resistance is felt upon removal, then the balloon, guidewire, and the sheath should be removed together as a unit, particularly if balloon rupture is known or suspected. This may be accomplished by firmly grasping the balloon catheter and sheath as a unit and withdrawing both together, using a gentle twisting motion combined with traction." This catheter is not intended for the expansion or delivery of stents. This type of complaint will continue to be monitored for trends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual. See scanned page.